Manufacturer narrative:
Additional information has been provided in h.3., h.6., h.11. The product was not returned for analysis. The complainant indicates the use of company cartridge which is not qualified for use with the associated iol model diopter. (As per company lens IFU, company cartridge has been qualified for use with diopters 6.0 to 25.0). The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified cartridge. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, when the iol was being loaded, the lens optic was broken. The surgery was completed on the same day with another lens. There was no patient contact.